Event description:
The user physician reported that approx four weeks after implant the pd catheter developed drainage problems. The pd nurse injected 2 liters of solution and nothing drained out. The patient was sent for an x-ray and given medication (tpa) to clear the catheter blockage. The pd catheter was removed and the patient was switched to hemodialysis.

Manufacturer narrative:
Device evaluation: no device is expected to be returned for evaluation. Since the lot number was not provided, the device history record and complaint database could not be reviewed. Because the unit was not returned, the root cause could not be determined. If the device is returned in the future this investigation will be reopened and a f/u submitted.